Event description:
The account alleged that the bed has no power and the head section is in the raised position.

Manufacturer narrative:
Technical support instructed the account to isolate the pendant extension cable which did not help. The account was then instructed to first check the fuse and then check the led on the control box. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.